Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer stated he is unable to return the devices for evaluation per facility protocol. Customer requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported an over infusion of tpn. A primary of tpn was programmed to infuse at 3.4ml/hr for 24-hours via a central line. On (B)(6) 2014, a new bag of tpn (174ml) was hung at 11:45 am and at 6:00 pm, the bag was found empty. The patient's blood glucose was elevated and treated. Additionally, a head ultrasound is scheduled because of the heparin in the tpn. The patient remains stable as of (B)(6) 2014. The customer performed preventative maintenance on the devices; no anomalies were identified. The devices performed within specification per the customer.